Manufacturer narrative:
Medwatch sent to FDA on 12/21/2015. The initial reporter was asked to return the product for analysis, and to indicate product serial number as well as any diagnostic testing, concomitant therapies, and patient information. To date, apollo has not received the device nor any further information. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Contraindications: contraindications for use of the orbera system include: any inflammatory disease of the gastrointestinal tract including esophagitis, gastric ulceration, duodenal ulceration, cancer or specific inflammation such as crohn's disease. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Reported as: the patient had the orbera intragastric balloon system placed, and 3 days later "presented to (B)(6) with severe pain." The patient was admitted and diagnosed with acute pancreatitis. The physician stated that the balloon was pressing on the tail of the pancreas, causing acute pancreatitis. The patient had the orbera removed. The patient has no previous history of pancreatitis.